Event description:
A malfunction on the pump was reported by a caller. There was no reported impact to the customer¿s blood glucose level. Although initially assisted by technical support to reset the pump, the malfunction code recurred, leading to the decision to replace the pump. The customer was informed that a replacement pump with updated software would be sent, and they were instructed on putting the current pump into storage mode. They were also advised to return the malfunctioning pump within 10 days using the provided ups return box and pre-paid label, and acknowledged the guidance given.